Event description:
Customer reported a hospitalization due to low blood glucose reading of 21 mg/dl. The drive support cap was pressed into the insulin pump, due to protrusion. The paramedics were called due to fact that the customer fell out of bed. Customer stated that she received the field action letter regarding the drive support cap. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.